Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump alarmed for failed battery test as insulin pump was not accepting a battery. Customer¿s blood glucose was 247mg/dl at time of incident. Customer performed troubleshooting for the issue and called back to informed that insulin pump still that accepting battery and giving the same error code. Insulin pump will be return for analysis.

Manufacturer narrative:
Unit was received with normal operating currents and passed self-test, unexpected restart error test and displacement test. No unexpected off no power, low battery, weak battery, battery out limit and failed battery test alarms noted during testing.